Event description:
After 2 months of good listening performance with their cochlear implant, this pt's hearing began to decline. Testing revealed 15 open electrodes and one intermittent electrode. Therefore, the cochlear implant elected this device due to poor performance. Explantation surgery was successfully completed in 2005. The pt was not reimplanted at that time.